Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 1627487-2020-21797. Additional information received that the patient had the lead and ipg replaced and post operatively effective therapy was restored.

Manufacturer narrative:
Further information requested but not available. Event date is estimated . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had ineffective therapy from approximately (B)(6) of 2019 and he has used therapy minimally due to paresthesia. To address this issue patient may be awaiting surgical intervention.